Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Although requested by tandem technical support, the customer declined to provide additional information and declined to perform troubleshooting. Customer's blood glucose level was 180 mg/dl.